Event description:
It was reported by the surgeon that the pt underwent a revision procedure to remove a competitors device due to infection on (B)(6) 2012. This device was used as a spacer and revised on (B)(6) 2013.

Manufacturer narrative:
The patient underwent successful revision surgery for the replacement of a competitor's tkr. The surgery was required due to a patient infection. This device was used as a spacer as a treatment for infection of a failed tkr (competitor product) and was implanted temporarily. This revision surgery was completed with no reported complications. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a revision procedure to remove a competitors device due to infection on (B)(6) 2012. This device was used as a spacer and revised on (B)(6) 2013. This is a supplemental report to 3004105610-2014-00135 (B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. This device was implanted as a spacer used whilst treating the pt for an infection. It was intended to be revised once the infection had cleared. There was no indication of any failure or malfunction of the device. Please note that this customer implant is similar to the mets smiles total knee replacement (k120992).